Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient received a low glucose alert of 40 mg/dl from the dexcom app, accompanied by symptoms of hypoglycemia, including shakiness and sweating. The patient was feeling that the cgm readings were not accurate. The patient was unable to verify the glucose level using a fingerstick test because her blood glucose (bg) meter at home was broken. In response to her symptoms, she ingested honey juice and ate an apple. Later that day, the patient experienced additional health concerns related to gastroenteritis and was subsequently admitted to the hospital on (B)(6) 2026. While in the hospital, a blood glucose reading of 29 mg/dl was recorded. The patient does not recall receiving any treatment for hypoglycemia at that time. As of (B)(6) 2026, the patient reported feeling well and stable, with no ongoing treatment for glucose management. She was discharged (B)(6) 2026. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.